Event description:
A female patient experienced a small wound disruption approximately 10 days following hip replacement surgery. The patient was taken to the or for debridement and the incision was closed with metal skin staples under general anesthesia. There was no infection.

Manufacturer narrative:
The insorb subcuticular stapler has been used successfully to close hip replacement incisions at numerous facilities prior to this incident. Our investigation focused on three factors involved in this case: the patient's condition affected the case: the patient would likely have prolonged the time needed to secure wound healing and affected the thickness of the tissue. The wound disruption may have been precipitated by something below the skin closure: the physician using the stapler stated that other factors below the skin closure may have been involved. Unusual event: a wound disruption at 10 days post op is unusual based on our experience with the insorb stapler, but would be consistent with the premise of the patient's age as the cause of slow healing and thin dermis that affected the outcome of this case. These three factors lead us to conclude that the operational context contributed to the event.